Event description:
The ultrasound gastrovideoscope was returned to the service center as a loaner. This does not indicate a reportable event. However, a reportable malfunction was identified during testing at the service center. During device inspection, a missing component at the forceps cover and an adhesive issue in the rubber material were found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.